Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock lead impedance measurements for the past 5 months. These values went as high as 154 ohms which was outside of normal limits. Technical services (ts) recommended a commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock lead impedance measurements for the past 5 months. These values went as high as 154 ohms which was outside of normal limits. Technical services (ts) recommended ta commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.